Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer septal occluder was selected for implant using a 10f unknown abbott delivery system. The occluder was advanced through the sheath and upon deployment, cobra deformation of the occluder was observed. The device was removed from the patient and reformed at the back table. The occluder was loaded into the delivery system with no reported issues and advanced for a second attempt at deployment inside the patient. Upon deployment, the cobra deformation persisted. The occluder was never released from the cable and no angulation or kink was observed with the delivery system. It was reported that there were imaging and procedural limitations when assessing interactions with cardiac structures. The device was exchanged for a new 30mm amplatzer septal occluder, which was successfully implanted. No patient consequences were reported.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer septal occluder was selected for implant using a 10f unknown abbott delivery system. The occluder was advanced through the sheath and upon deployment, cobra deformation of the occluder was observed. The device was removed from the patient and reformed at the back table. The occluder was loaded into the delivery system with no reported issues and advanced for a second attempt at deployment inside the patient. Upon deployment, the cobra deformation persisted. The occluder was never released from the cable and no angulation or kink was observed with the delivery system. It was reported that there were imaging and procedural limitations when assessing interactions with cardiac structures. The device was exchanged for a new 30mm amplatzer septal occluder, which was successfully implanted.

Manufacturer narrative:
The reported event of copra-like deformation could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with regards to manufacture design or labeling.